Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr), with anterior leaflet prolapse and flail for a mitraclip procedure. A mitraclip was implanted on central anterior2/posterior2 to secure the flail. The clip passed established final arm angle (effa) and was stable post-deployment. During insertion of a second clip into the ventricle, the first clip opened to 60 degrees from being fully closed. There was no interaction between the two clips. The second clip was placed directly medial to the first clip for stabilization. A third clip was implanted successfully to reduce the remaining jet. The final mr was grade 1. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.